Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and non-codman coils of the left vertebral artery, and the following day after the procedure, the patient developed asymptomatic cerebral infarction which was scattered throughout the left cerebellar hemisphere. No action was taken. The event outcome as of six after onset was recovered without sequelae. The patient did not have a history of hypercoagulability, and a diagnostic procedure was performed during the event that showed the stent in the correct position covering the aneurysm neck, and the stent was patent. According to the physician, the slow-flow was noted in the left vertebral artery after the placement of the guiding catheter, and this might be associated with the event. Therefore the relationship of the event to the procedure was highly probable whereas to the vrd was unknown. No product malfunctions were noted. During the procedure, angiography was conducted.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100 mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011. Heparin 6,000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath/cook, prowler microcatheter ((B)(4)/lot unknown), chikai guidewire (asahi intec) were utilized. Other devices utilized during the procedure were, tracker excel 14 microcatheter (stryker), gdc coils (stryker-total 22), matrix coils (stryker-total 12). No further information is available and procedural images are not available. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from (B)(4) indicated that the day after an enterprise vrd ((B)(4)) assisted coil embolization of an unruptured left vertebral artery aneurysm the patient developed asymptomatic cerebral infarction which was scattered throughout the left cerebellar hemisphere. No action was taken. The event outcome as of six days after onset was recovered without sequelae. The patient did not have a history of hyper-coagulability, and a diagnostic procedure performed during the event that showed the stent in the correct position covering the aneurysm neck, and the stent was patent. According to the physician, the slow-flow was noted in the left vertebral artery after the placement of the guiding catheter (noncodman) and this might be associated with the event. Therefore the relationship of the event to the procedure was highly probable whereas to the vrd was unknown. No product malfunctions were noted. The patient's medical history consisted of hypertension and hyperlipidemia. The unruptured saccular aneurysm neck was 13.2 mm, and the neck to sac ratio was 13.2 mm: 16.1 mm. The parent vessel size diameter proximal was 3.6 mm and distally was 3.5 mm. Heparin 6,000 u was administered intra-procedurally. The act was 161 seconds pre anticoagulation and 253 seconds post anticoagulation. A total of 34 noncodman coils were implanted in the aneurysm. The occlusion rate of aneurysm was 95% after the procedure. The modified rankin scale (mrs) score pre-procedure, one week and eleven days post procedure was 0. Antiplatelet therapy included daily aspirin 100 mg and clopidogrel sulfate 75 mg beginning four days pre-index procedure. No further information is available and procedural images are not available. The product remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01429043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although no definitive conclusion can be made regarding the relationship of the enterprise vrd to the event; based on the reported information, it appears that flow changes related to the presence of the concomitant guidecatheter may have contributed. Patient, procedural and pharmacological factors may have contributed to the event. There is no indication of any codman device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.